Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 2648035-2017-01102. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d10: device available for evaluation? Yes, returned to manufacturer on 7/19/2017 section h3: device returned to manufacturer? Yes. Device evaluation: the preloaded device and the particle were returned. The lens was not retuned as it remains implanted. Visual inspection of the preloaded device at 10x microscope magnification was performed. Residue of lubricity material was observed on the cartridge which indicated that the unit was handled and prepared for surgical use. The preloaded device was carefully evaluated and no defects associated to molding and/or assembly problems were identified. Analysis of the returned particle by fourier transform infrared (ftir) spectroscopy suggests that the white debris is consistent with a mixture of inorganic species similar to calcium carbonate, a cellulose species (i.e. Cotton, rayon, lint), and an acrylic species. Therefore, it can be ruled out that the material did not come from the manufacturing process, since this material is not consistent with the material used in the cleanroom or the components of the product. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted. H3 other text : placeholder.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) under the surgical microscope. The operating doctor and her resident doctor noticed some irregularities on the posterior edge of the iol, close to but not on the haptic-optic junction. She tried to aspirate/rub these ¿fiber-like¿ asperities without success. The doctor described 2 parts where particles would be visible. The surgery was normally performed. There was no patient injury reported. The iol remains implanted. No additional information was provided to abbott medical optics.